Event description:
It was reported that during a permanent implant on (B)(6) 2021, the patient went into respiratory distress and the case was aborted before any product was implanted. Reportedly, the patient was stable.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.